Event description:
It was reported that a patient with a 31mm magna valve implanted in the mitral position underwent a valve-in-valve procedure after unknown implant duration, due to unknown reason. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per additional information that a patient with a 31mm 7300tfx implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 5 years and 2 months, due to unknown reason. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Manufacturer narrative: updated sections: a1, a2, a3a, b5, d1, d4, d6a, g3, g4 PMA/510(k) number, g6, h2, h4, h6 investigation findings, and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined. Corrected data: section d6b is not applicable.